Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient had a fractured zirconia head post primary hip surgery. The surgeon revised the patient's left hip. A trident cup and alumina liner were used.

Manufacturer narrative:
The patient is 64 inches in height. An event regarding ceramic head fracture involving a zirconia ceramic head was reported. The event was not confirmed. Device history review determined all devices in the reported lot were accepted into finished goods with no reported discrepancies. It was found that the reported lot was recalled by the supplier in 2001. Complaint history review found there have been other events for the lot. The root cause of the reported events was related to patient trauma or implant positioning. The root cause of the event could not be determined due to the minimal information provided for review. It was noted that this lot was subject to recall by the supplier in 2001 due to possible process deviations associated with a new heat treat tunnel process that was implemented in 1998 which may lead to an increased risk of fracture.

Event description:
It was reported that the patient had a fractured zirconia head post primary hip surgery. The surgeon revised the patient's left hip. A trident cup and alumina liner were used.